Manufacturer narrative:
Another occurence of this complaint was reported by the customer. Additional information can be found in MDR 2245270-2015-00090. The sample was returned to vygon us, and forwarded to the manufacturer for evaluation and complaint investigation. This is investigation is still on-going, and the results will be communicated to FDA via follow-up MDR within thirty days of its conclusion.

Event description:
Per mother of the patient:" my daughter's tpn is infused through a sapphire home tpn pump. We use a vygon curly tubing extension and the needle-less connector on the end of her cvl is a neutron. Twice, we have discovered the front of her sleeper to be soaked with tpn and on inspection have noticed the tip of the neutron is filled with tpn and is leaking out the end where the vygon extension meets the neutron. When ICU medical (makers of the neutron) investigated, they found a small defect in the end of the vygon tubing that caused damage to the end of the neutron and allowed the tpn to leak out rather than infuse into the cvl."

Manufacturer narrative:
The manufacturer was unable to confirm this complaint because the failed sample was unavailable for investigation. A manufacturing and quality control review was completed, as these devices are 100% leak tested it is unlikely the damaged was caused by the manufacturing process. Vygon has informed the manufacturing staff about this defect in order to be vigilant about this type of potential non conformity. Additionally, vygon has entered this incident in the complaint log, and will continue to be vigilant for this type of complaint.